Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection found the pump had a cracked top case and front left corner. Review of the device data log noted no related events. Functional testing involved use testing. The reported field observation was unable to be confirmed. It was found that the barrel clamp assembly was not correctly aligned; it was raised and did not go all the way down. The tapered spring was replaced and the case was repaired. The pump passed functional and delivery testing. Based on the evidence, the complaint was confirmed. The root cause of the observation was the tapered barrel spring.

Event description:
Information was received indicating that this syringe infusion pump exhibited a plunger error. No adverse patient effects were reported.